Manufacturer narrative:
The reported failure "-12v test" was discovered before use. According to the order 43463777 dated on 2020-10-26 a getinge service technician confirmed the error message -12v test on the device. The technician was unable to isolate the error message to one specific board. Therefore the 701011681 rotaflow (rf) flow measure pcba; 701034051 rf control board pcba kit and 701011675 rf power supply pcba has been replaced. The expired 701017188 batterypack ni-cd 24v 132wh has been replaced. Preventative maintenance has been performed. The rotaflow function and safety was testes. All tests were passed. The device was returned for clinical use. The reported failure "-12 v test" was already investigated by life-cycle-engineering (lce) in a similar complaint#(B)(4). In the lce04302 investigation report the following root cause could be determined: the defective capacitor c107 on the flow measurement board caused a short circuit that tripped the fuse f3 on the power supply board. The probable root cause is a statistical failure of c107. The reported failure ""-12v test" was discovered before use. The device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Error message error 12 volt is displayed. Not connected to patient. Complaint ID: (B)(4).